Event description:
In 2003, a male pt was implanted with 94 oncoseed model 6711 loose iodine (125-I) brachytherapy seeds and experienced migration of eight seeds from implant site and inferior wall acute myocardial infarction. The pt was diagnosed with prostate adenocarcinoma stage ii two months earlier, with serum prostate-specific antigen of 17.1ng/ml. He underwent percutaneous transperineal implantation under ultrasound guidance of 94 loose iodine (125-I) brachytherapy seeds two months later, designed to deliver a minimum dose of 144 gy. Pelvic radiography was done on days 0 and 30 post-implantation. On day 30, it was noted that five seeds were missing from the implantation site. In 2005, the pt developed new-onset chest pain and was diagnosed with an inferior wall acute myocardial infarction (ami). Cardiac catheterization showed a 95% eccentric stenosis in the mid portion of the dominant right coronary artery (rca). A brachytherapy seed was lodged immediately adjacent to the stenotic lesion, possibly in a small side-branch. The stenotic lesion was deemed the cause of the ami; no other stenosis were seen in other segments of the rca or left coronary arteries. A second seed was found lodged in the right ventricular inferior wall and four others within the lungs. The other two seeds were not found, presumed voided in urine or stool, or migrated to unscanned areas of the body. Percutaneous coronary intervention with implantation of a paclitaxel-eluting stent re-established good blood flow. Transthoracic echocardiography performed with contrast and with the valsalva maneuver to investigate pt foramen ovale, atrial septal defect, or pulmonary arteriovenous malformation found no evidence of right-to-left shunt. Left ventricular ejection fraction was 60%, with severe inferior wall hypokinesis. At the time of this report, the ami had resolved; seed migration is permanent. "Prostate brachytherapy seed migration to the right coronary artery associated with acute myocardial infarction" zhu et al, brachytherapy (2006): 5; 262-265.